Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.2cm diameter abdominal aortic aneurysm. It was reported that the patient presented emergently for an unrelated and unknown reason. However, a recent CT revealed that there was possible narrowing/compression of the endurant iliac graft limb. No intervention was performed and no action is planned. The patient has no symptoms in the left leg. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.